Event description:
Was diagnosed with early stage bladder cancer (B)(6) 2015. Trying to figure out why, I suspect it might be associated with the use of polident's poligrip denture adhesive powder. I began using the denture powder on a daily basis 23 months before. That was the only new ingredient ingested. All else continued as before. What adds to my suspicion was that during the time of my use the company halted production on grounds it could not obtain a needed ingredient. Consequently it became very difficult to find on store shelves and I prided myself, by chance having stocked up with several bottles beforehand, that I had an ample supply to last until supplies were once more available. As it turned out supplies did not start reappearing on shelves until at least over a year later. It could have been more, but by then I was no longer keeping track. I still have at home some of the original powder that I can give you to test for possible carcinogens. Fyi I never smoked and have been a vegetarian since the mid-eighties so my bladder cancer cannot be attributed to risks associated with their opposites. Date of use: 23 months. Diagnosis or reason for use: hold upper partial denture in place. Still have lower teeth. Event abated after use stopped or dose reduced: no.